Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an ipg replacement procedure due to inconsistent impedance readings. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1200 sn: (B)(6). The returned ipg was analyzed, passed all test performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had an ipg replacement procedure due to inconsistent impedance readings. The patient was doing well postoperatively.